Event description:
It was reported the patient felt a burning sensation near the implantable neurostimulator when they got home from an MRI. There were no issues or complaints noted during the MRI scan. It was indicated that all guidelines were followed during the scan and a ¿t/r head coil¿ was used.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v575376, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).